Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to instability; other indication of revision. (B)(4), side: l, primary asa: p2-mild disease not incapacitating. Products not revised: advance® primary femoral size 4 left nonporous, kftcnp4l, lot 1576906. Advance® ii cocr tibia nonporous sz. 4+, ktccnp41, lot 1557913.